Manufacturer narrative:
Our product evaluation lab received one model number 120404fp catheter without any attached components. The distal area of the balloon and tip of the latex was torn. The latex was discolored. A closer examination found that the balloon was deteriorated. After cutting the proximal windings, the edges of tear did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the fogarty catheter, model number 120404fp from lot number 63464776, did not inflate after the catheter was inserted into the patient. The catheter was replaced with another one. The issue was observed in two consecutive catheters. Please refer to 2022-19487-01 for the complaint of the first catheter. The sales rep confirmed that the patient had no infection. The procedure was completed without a problem by using the third catheter. No new access site was required. There were no patient complications reported.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for the latex deterioration issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.